Event description:
It was reported that the device tipped, and the patient hit their head. Attempts are being made to gather additional injury details from the user facility. Upon evaluation of the device by a field service technician, it was identified that the device had no defect, and the alleged complaint could not be recreated or duplicated. No parts were replaced, and the unit was returned to service.

Event description:
It was reported that the device tipped, and the patient hit their head. Upon evaluation of the device by a field service technician, it was identified that the device had no defect, and the alleged complaint could not be recreated or duplicated. No parts were replaced, and the unit was returned to service.

Manufacturer narrative:
A stryker qae spoke with the customer at prisma health who stated that while the crew was turning the cot sideways to get ready to load in the ambulance, one of the wheels got caught in a crack causing the cot to tip causing patient injury. The customer stated also that the patient had a broken clavicle, fractured ribs, subdural hematoma, and a lacerated spleen. The customer was unsure of the treatment as the patient was going on hospice before the incident. As a result, a visual and functional inspection was performed by a stryker field service technician. It was found that the unstable cot leading to a tip was not due to any component level defects but was likely due to user error. The issue was resolved for the customer by the stryker technician verifying functionality with the unit.